Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date is unknown. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
A patient was implanted on an unknown date with a prodisc-c construct between the cervical 6-7 discs. On an unknown date, the patient presented with pain. The patient underwent revision surgery. CT scans prior to the surgery showed no issues with the prodisc-c implant placement. The patient was revised with a competitor¿s peek, plate, and screws. This is report 1 of 1 for complaint (B)(4).